Event description:
The customer called and reported that sometimes the sensor readings would be off for blood glucose. The customer did not wish to troubleshoot. The customer's blood glucose was 400 mg/dl, which was treated for with a bolus.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is one of two medwatch reports regarding this event. Please see medwatch 3004209178-2015-53158.